Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pt turned the ins on but was unable to turn the device off. No further details, pt symptoms or outcome were provided. Add'l info was requested but not received at the time of this report. A f/u report will be filed if add'l info becomes available.